Event description:
Customer reports lancet sticks out before and after being fired while using the softclix plus lancet device. Customer reports an accidental stick; no treatment was received. No adverse event reported. Customer has already returned suspect product; a replacement was sent.